Event description:
On (B)(4) 2012, the distributor contacted animas and reported that on (B)(6) 2012, the up arrow keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 06/18/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or damage. Testing confirmed the up arrow keypad button responded intermittently when pressed and required increasing force to evoke a response when pressed. None of the keypad buttons had normal spring back or click. The keypad was removed to investigate revealing contamination under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).